Event description:
A tandem mobi cartridge alarm was reported by the customer. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer managed the high blood glucose with a correction injection via multiple daily injections and did not need assistance from a third party. Technical support confirmed the alarm and has arranged for a pump replacement, instructing the customer on the process for returning the faulty pump while ensuring they continue insulin delivery using backup therapy.